Event description:
It was reported that restenosis of the target lesion occurred. On (B)(6) 2024, an agent dcb mr 3.50 x 15mm was selected for treatment of the target lesion, which was located in the proximal right coronary artery (rca). On (B)(6) 2024, the patient was admitted to the hospital due to symptoms of angina. A coronary angiogram revealed that restenosis had occurred in the proximal rca. A revascularization procedure was performed on the same day with no further patient complications. The patient was discharged on (B)(6) 2024.